Event description:
Physician reported that handheld would not hold the battery charge and he would like to get a new one. New handheld was shipped to the site and old handheld was returned back to manufacturer. The handheld is not under product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.